Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification (UDI) unavailable. Device manufacturing date unavailable. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the handle of the articulating arm does not work. Representative stated that the damage resulted in vertek arm being loose. There was no patient present when this issue was observed.